Event description:
It was reported that when using the bd pyxis¿ es server, new patient orders were not showing on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that orders were not showing on the station. A technical support specialist (tss) checked downtime query time was current and health sight viewer was cleared from critical delayed/down notices. Tss verified the station was clear of critical override and patient/order delayed notices. Tss made a call to customer to confirmed everything was in order and crossing back. Customer gave permission to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patient orders was not showing on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.